Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with a common iliac artery aneurysm (pre-op diameter: 95 mm) that was treated with gore® excluder® aaa endoprostheses. The aneurysm diameter reportedly decreased over the following years to 65.8 mm ((B)(6) 2017). On (B)(6) 2018, a type ii endoleak originating from the internal iliac artery was identified along with an increased aneurysm diameter of 80 mm. On (B)(6) 2018, the endoleak was successfully solved by ligating the internal iliac artery.